Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) that was currently in the hospital due to a fever and (unknown) infection that was being treated with antibiotics. Several unsuccessful attempts have been made to obtain additional information. No additional information was available at the time of this report.